Event description:
Asr revision reported via sales rep; asr xl; right. Rec'd (B)(4) 2015, right hip; ae/pain - buttock: painful internal implant, hip. Serious. Ae/trochanteric bursitis. Not serious. Ae/local tissue reaction: elevated chromium and cobalt levels. Serious. 1,2 & 3: mild severity, definitely device related and definitely not procedure related. Treatment given: yes: revision right tha. Revision/pain- buttock, altr. Cup & head revised to cop. Subject withdrawn from study due to revision.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).